Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has experienced ongoing elevated blood glucose (bg) levels in the 300's (mg/dl). The customer administered manual injections to address bg level. Reportedly, the suspected cause of the bgs was due to a cold, growth spurt, and the contact stated that the customer may be "getting into" the pump settings. Recommendation was made to discuss diabetes management with health care provider.